Event description:
A high pressure alarm sounded on an intra-aortic balloon pump (iabp) that was placed in a patient's right groin. The machine was on standby, and all lines and connections were checked prior to the therapy. The staff noted hearing a hissing/leaking sound and subsequently saw blood backflow in the iabp drive line tubing. The iabp machine stopped and turned off. A call was then placed to cardiac surgeon and this message was also relayed to a surgeon in the operating room. It was determined that the fiberoptic portion of the iabp had not functioned since insertion and these physicians have been made aware of this issue. Iabp was being timed and managed in manual mode for this reason.